Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. Customer's blood glucose level was 480 mg/dl at the time of incident. Customer's current blood glucose level was 110 mg/dl. Customer reported it was difficult to control their blood glucose level since they were unable to use the sensor. However this event happened because cannula was bent. Customer felt dizzy and headache. Customer changed the set and delivered a bolus then blood glucose level started to get back to normal. Customer reported they were okay to troubleshoot. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not activated. The insulin pump will not be returned for analysis.